Event description:
Pt underwent successful trans-oral endoscopic procedure to place tissue plications within the stomach. Pt was discharged the next day on antibiotics because of low grade-fever and some left sided chest and shoulder pain. Pt was instructed to return to the hosp post-procedure on day 10 ((B)(6) 2011). MFR notified (B)(6) 2011. Pt was reporting increased chest pain and now shortness of breath. Pt was diagnosed with a small left sided pneumothorax with effusion. Oxygen saturation was 92% on re-admission. Chest tube was placed. Pt treated x 10 days and discharged with no permanent sequelae. Per treating physician, CT scan was reviewed with radiology and there was no evidence of perforation. Pt had a lung bulla on the left side and radiology and gastroenterologist felt pneumothorax was a result of poor anesthesia management during general anesthesia, as this same things has occurred recently with 3 other pts who did not have a procedure with the incisionless operating platform by (B)(6) clinician feels in no way that product contributed to adverse event.

Manufacturer narrative:
Doctor at first suspected device may have been responsible for causing a perforation of pleural tissue. After review of radiologic films, pt history, and other contributing factors, doctor feels product did not contribute to event or is suspect in a perforation.